Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
All previously reported information in this manufacturer report was already reported in the following manufacturer reports. Any supplemental information regarding the previously reported motor stalls will be submitted via these reports: 3004209178-2014-15833 3004209178-2014-15990.

Event description:
It was reported there 3 or 4 pumps with motor stalls in the last month. All had been with off-label drugs. No patient information or outcomes were reported. A supplemental report will be submitted if additional information becomes available.